Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). Following predilatation, a 3.50 x 48 synergy stent was deployed in the rca. While taking a cine view of the deployed stent, a proximal edge dissection was noted. Stent damage was also noted. Another stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications resulted in relation to this event. It was further reported that the stent had difficulty advancing.

Manufacturer narrative:
Initial report address 1: (B)(6).